Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of the treatment. The root cause could not be identified conclusively. Rainbow glare is a known side effect of femto treatments. (B)(4).

Event description:
A risk manager reported a patient with rainbow glare of the right eye one month following uneventful lasik. The patient was reassured and is being monitored with follow up in two months.